Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, during a bha, a surgeon felt that an od of a centrax (42mm) was smaller than a od of a bipolar trial (42mm). However, he implanted the centrax on a patient without changing. Our sr measured the trial with a caliper after the surgery. As a result, it was just 42mm. The surgeon felt that there was a gap more than usual between the centrax and the patient acetabulum.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that, during a bha, a surgeon felt that an od of a centrax(42mm) was smaller than a od of a bipolar trial(42mm). However, he implanted the centrax on a patient without changing. Our sr measured the trial with a caliper after the surgery. As a result, it was just 42mm. The surgeon felt that there was a gap more than usual between the centrax and the patient acetabulum.